Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following below instructions for use: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: due to adhesive peeling around objective lens, streak of flare appears in the image; nozzle has foreign objects; due to deformation of upwards/downwards knob, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; upwards/downwards knob has a scratch; forceps elevator knob has a scratch; forceps elevator lever has a scratch; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; light guide lens has a crack; distal end plastic cover has a scratch; light guide lens has a crack; image guide protector has a scratch; scope connector cover unit has a scratch; paint on suction cylinder is peeled; paint on air/water cylinder is peeled; connecting tube has a dent; right/left knob has a scratch; switch has a scratch; switch box has a scratch; universal cord has a wrinkle universal cord has a scratch; grip has a scratch; control unit has discoloration; and flexibility adjustment ring has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, image flare, separation, implementation. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.